Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) earlier than expected. There was concern that the battery depleted prematurely. The device was explanted and replaced with another guidant crt-d.